Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a cholangioscopy with electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the ehl probe was introduced into the working channel of the spyscope ds, it was noticed that the working channel sleeve of the spyscope ds protruded. The physician was unable to pass the ehl probe due to the working channel sleeve protrusion. There were no reported issues with the ehl probe. Reportedly, no part of the spyscope ds detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a cholangioscopy with electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the ehl probe was introduced into the working channel of the spyscope ds, it was noticed that the working channel sleeve of the spyscope ds protruded. The physician was unable to pass the ehl probe due to the working channel sleeve protrusion. There were no reported issues with the ehl probe. Reportedly, no part of the spyscope ds detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. D4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown h6 (device codes): problem code 2979 captures the reportable event of working channel sleeve protrusion. H10: visual assessment was performed. As received, the working channel sleeve did not protrude. The working channel sleeve still did not protrude when the distal tip was articulated by turning the knobs in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal strands of the braid remaining attached to the pebax, showing evidence of adhesion. Although the wcs did not protrude, the condition of bond b is consistent with returned complaint devices that do have wcs protrusion. Therefore, the complaint is confirmed. It is possible that operational factors, such as user handling/technique and patient anatomy, that are unable to be recreated in the lab, contributed to the reported event in the field. Additionally, the condition of bond b is consistent with returned complaint devices that do have wcs protrusion. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing deficiency. An investigation is underway to address this issue. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.